Event description:
While attempting to restart the continuous extracorporeal blood therapy, filter started priming air with the fluid. Filter priming was attempted two more times with the same results. A second filter was attempted and started shooting fluid from the access pod line. Prime was stopped.